Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that an error message appeared after logging into the cranial application software. When powering on the navigation system and logging into the application software, the user selected the physician profile and was unsuccessful at uploading patient data via universal serial bus (usb). It was reported that the error message appeared after the navigation system was unresponsive for two minutes. The navigation system was rebooted but was subsequently unable to boot. There was no patient present when this issue was identified.